Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs5czd2 hardware: sm-s928u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient's blood glucose level was elevated, however no blood glucose readings were reported. The patient was wearing the pod between 4 and 24 hours. The dexcom continuous glucose monitor alerted the patient of their high blood glucose levels. The patient developed symptoms including vomiting and elevated ketones, prompting the caregiver to seek medical attention. She was taken to the emergency room on (B)(6), 2026 and was discharged 6 hours later on (B)(6), 2026. The caregiver reported being unsure of insulin delivery. As treatment, the pod was removed and long-acting insulin was administered. The patient was instructed to back onto manual injections. The following day, the caregiver spoke to the patient¿s endocrinologist and was said that the incident was suspected not to be due to the pod, but rather the pod¿s settings; however, no details regarding which omnipod therapy settings required update. The caregiver also mentioned that the patient was recovering from a viral infection at the time the incident occurred, which may have contributed to the event.